Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report

Event description:
It was reported that the device did not ventilate during use, and alarmed "airway pressure low!". No patient consequences reported.

Event description:
Please see initial report.

Manufacturer narrative:
While the investigation was being performed, it was stated by the sales and service organization from (B)(4) that no patient was involved at the time of event and the initial message was passed to us mistakenly. However, the log file of the affected device was provided for the investigation and analyzed. The device was activated on (B)(4) 2018 without performing a breathing circuit check. Log entries show that on (B)(4) 2018 the device had posted several airway pressure alarms and performed several pressure releases (last approx. 2 seconds) due to detected deviations in airway pressure. The breathing circuit check performed on (B)(6) showed significant differences in expiratory and inspiratory resistance and compliance between the previous values and the values from the performed calibration of the breathing circuit on that day. It can be concluded that the device reacted as specified concerning detected deviations and performed pressure releases as a safety measure with accompanying alarms.